Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
Material no: unknown; batch no: unknown. It was reported that during use of the unspecified bd¿ tubes the customer experienced spurious chloride issues. It was reported the customer is experiencing label issues, the bottom of the labels gets caught up in those racks because the diameter of the racks is very tight relative to the diameter of the tubes. The labels have a notch at the top that they have historically matched up with the colored notch on the bd labels. This results in the labels being close to the bottom of the tube. With the system the small amount of label that is at the bottom presents a problem with the storage racks. The bottom of the labels gets caught up in those racks because the diameter of the racks is very tight relative to the diameter of the tubes.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ tubes the customer experienced spurious chloride issues. It was reported the customer is experiencing label issues, the bottom of the labels gets caught up in those racks because the diameter of the racks is very tight relative to the diameter of the tubes. The labels have a notch at the top that they have historically matched up with the colored notch on the bd labels. This results in the labels being close to the bottom of the tube. With the system the small amount of label that is at the bottom presents a problem with the storage racks. The bottom of the labels gets caught up in those racks because the diameter of the racks is very tight relative to the diameter of the tubes.